Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the main cart monitor was working and then went black. It was noted the white manufacture letters showed on the monitor and then the grub ubuntu screen. The camera cart monitor was not turning on at all. The site tried using external monitors which worked for some time and then went black. It was noted the date and time were incorrect. A different medtronic navigation system was brought in to finish the procedure while the manufacturer representative troubleshot the issue. Technical services (ts) walked the on-site manufacturer representative through the ubuntu grub menu fix which resolved the issue. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.